Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5) occurred. The customer's blood glucose level was between 250 - 300 mg/dl and it was addressed with manual injection. Reportedly, the customer was able to reload the cartridge successfully and resume insulin delivery.